Event description:
It was reported that the remb sag saw wobbled during use and broke a blade. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the nose cone was coming loose.